Event description:
Customer reported that she was hospitalized due to high blood glucose of 695 mg/dl. Symptoms were thirsty, urination, fruity smell, and trouble breathing. Customer stated she had a bent cannula. Customer declined to troubleshoot. Customer was also treating with manual injections prior to hospitalization. Cause of the emergency room was diabetes ketoacidosis. Customer was disconnected from the device at the hospital. Customer requested emergency sure-t over night to get back on the insulin pump. Customer also stated she only has expired sensors. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-04719.